Event description:
Report provided by the end user states that with the last skin barrier change, they have experienced an approximated 1.5 inch long thin crescent shape rash accompanied with slight itching, under the white collar. The rash was not observed on any other area of peristomal skin under the tape collar. There was no migration of the rash reported. Nor was there any rash under the mass. The end user had not used any adhesive remover wipes with the last change but did use an protectant wipe. The end user was instructed on application and removal techniques. The end use is to try an ostomy powder and will contact their medical doctor or a local ostomy nurse. Also, to contact convatec if they have any additional questions or concerns. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.